Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient (pt) states they are needing to increase stimulation because it's not working as well as they had hoped for their bladder symptoms. Patient stated they noticed this probably the 2nd week of having the device. Patient stated the trial they had the same issue but ended up increasing stim which resolved the problem. Patient stated the trial ended up working great and they would like to get the same effect. Pt did confirm the therapy is still helping by 50% or better but when they go to try and increase, the communicator doesn't seem to be working properly. After pulling up apps pt reports not seeing micro my therapy app available. Patient stated they are only seeing my therapy app. Patient services conferenced in mobility and they confirmed patient does not have micro my therapy access and is in fact using an incompatible handset to the micro device. Patient then realized they were still using the trial handset that they never returned. After using proper handset patient confirmed micro my therapy app is present and was able to successfully communicate. Patient tried increasing from 0.3v to 0.4v on program 1 but states it's too strong at 0.4v. Patient services reminded patient of 50% or better reduction of symptoms is considered successful and recommended pt speak to doctor about possible program change if interested. Patient will keep stim where it is and will be speaking to doctor about this at their next appointment next week. No further complications were reported at this time. Additional information was received from patient. They reported calling back about ongoing urinary frequency and urgency. Patient is still feeling the urge to urinate once every 15 minutes and then will only go about 200cc. Patient was not feeling stimulation sensation and amplitude was still at 0.3. Reviewed how to increase amplitude and it was too strong at 0.5 so patient decreased to 0.4 where it was tolerable. Recommended patient follow up with managing physician to discuss option of trying different programs. Reviewed how to activate MRI mode and MRI guidelines as patient is in need of MRI for shoulder. On (B)(6) 2022, the nurse at the patient's care facility further called about appropriate next steps to address patient's therapy concerns. Reviewed option to try different programs as long as it is ok with managing physician. Recommended contacting managing physician's office to discuss therapy concerns and appropriate interventions. Caller confirmed they will do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.